Manufacturer narrative:
(B)(4). Incorrect anatomy, failure to follow steps/instructions evaluation summary: (B)(4). Visual inspection was performed on the returned device. The shaft separation and kink were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the instructions for use (IFU) states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. Additionally, the IFU states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and patient effects appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the lower extremity, below the knee, that was moderately calcified and non-tortuous. When the trek rx 2.25 x 30 mm balloon dilatation catheter was advanced to the lesion there was resistance with the anatomy and the shaft was kinked. The device was removed from the anatomy, straightened and re-advanced towards the lesion but could not cross due to resistance with the anatomy. There was no reported resistance when removing the trek from the anatomy, however, the distal end of the trek rx separated in the anatomy; the proximal part was still in the sheath. The proximal shaft was removed within the introducer sheath from the anatomy without issue. The distal portion was removed using a snare device. Another mini trek was used to complete the procedure. Although there was a delay in the procedure, there was no clinical significance. There was no reported adverse patient effect. No additional information was provided.